Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The customer cancelled onsite service prior to dispatch. A good faith effort response from the customer confirmed that the ultrasound transducer was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon fm50 fetal monitor indicating that the unit either gives no sound, or a loud static sound. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.